Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event(B)(4) - fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation

Event description:
Healthcare professional reported left side with no complaint against the device. Healthcare professional later reported left side "leakage". Device has been explanted.